Manufacturer narrative:
The field service representative (fsr) replaced the latch and spring. The unit operated to the manufacturer's specifications.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that while removing the disposable tubing the centrifugal drive motor spring clip broke. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.